Event description:
It was reported that the bd max¿ enteric viral panel produced a false positive result. There was no confirmatory testing performed, and no indication that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "cross talk in 530/565 led to positiv result. Result could not be confirmed as no additional sample was available. Customer is currently validating the evp to be used in routine and noticed a suspicious curve, which might be indicating cross talk in the channel for adenovirus - 530/565. The result was called positive. Result could not be confirmed as no additional sample was available and no confirmatory test was performed".

Manufacturer narrative:
Correction: after further review, it was found that this event is not a reagent issue, and is not considered reportable. There is already an instrument complaint open for the same issue (crosstalk) from the same customer. Therefore, this complaint will be cancelled.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ enteric viral panel produced a false positive result. There was no confirmatory testing performed, and no indication that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "cross talk in 530/565 led to positive result. Result could not be confirmed as no additional sample was available customer is currently validating the evp to be used in routine and noticed a suspicious curve, which might be indicating cross talk in the channel for adenovirus - 530/565. The result was called positive. Result could not be confirmed as no additional sample was available and no confirmatory test was performed"